Event description:
Customer reported an overload error and system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hv tank and snubber board. System operates as intended.